Event description:
It was reported that this pacemaker exhibited noisy signals on both the atrial and ventricular channels on an atrial tachy response (atr) episode. The atrial noise was oversensed, however, the ventricular noise was not. It was noted that the atrial impedance was variable for the past year but remained within range. Technical services (ts) advised potential resolution. The device remains in use. No adverse patient effects were reported.